Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the cannula broke on all ports and it seemed to have been tapered smaller and was not allowing 5mm instruments at the same space as usual. They used an applied 5mm trocar in order to complete the case. There was no injury caused to the patient and no medical intervention was required.